Manufacturer narrative:
The device was not returned to mmdg for evaluation so no investigation could be completed. A DHR review was performed and no non-conformances were found. Based on the complaint information received, the pump appears to have over infused at a rate that mmdg considers reportable, however, no values for the amount delivered were provided. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump was not infusing accurately. They stated that the infusion was supposed to run for an hour, and that they had one infusion that ran for two hours instead of one, and another infusion that finished in 45 minutes instead of an hour. Mmdg followed up with the initial reporter, but they stated no other relevant information was available. (B)(4).